Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient started a trial the week prior to this report. The patient had 'good' results. The lead was removed 3 days later and it was noted the lead removal went 'fine' although there was 'a little extra bleeding than usual.' The patient was seen either the day of the removal or a day later for an epidural hematoma and he had a spinal decompression. It was unknown if the patient was still in the hospital. Additional information received 5 days later reported the issue was not device related and no interventions had been taken or planned. It was also reported 'bearing weight, no stimulation therapy was being used.'